Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device is not available for analysis. This report is filed october 18, 2013. Device not available for analysis.

Event description:
Per the clinic, the patient developed an infection at the implant site, with subsequent extrusion of the internal device. The device was explanted on (B)(6) 2013. The patient was prescribed clindamycin and mupirocin (amounts not reported) to treat the infection. On (B)(6) 2013, it was reported that the infection had resolved. There are no plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2013.